Manufacturer narrative:
UDI not available. As product was manufactured on or before 23 sep 2014.

Event description:
It was reported, that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead exhibited noise, that was oversensed by the device. No intervention was performed. The patient was in stable condition.